Event description:
It was reported as part of a clinical study that after a da vinci-assisted nipple sparing mastectomy (nsm) procedure, the patient experienced enlargement and increased drainage from the drain after wounds were closed. The decision was made to reopen the wound while the subject was still under anesthesia. A hematoma was identified and evacuated. Also, an active bleeding vessel was identified on the anterior breast flap and hemostasis was achieved with surgical clips. The breast pocket was then irrigated and the rest of the blood clots were evacuated. Some oozing from the lateral aspect of the chest wall was noticed which was then cauterized and ligated with a figure-of-eight vicryl suture since a significant vein was in its proximity. The wound was then closed. The patient tolerated the procedure without difficulty. There was no blood transfusion rendered to the patient. There is no allegation of a malfunction of an isi system, instrument, or accessory occurred isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the current information provided, the causes of the operative complications cannot be determined. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Therefore, there are no isi products expected to return for evaluation and the root cause of the customer alleged failure mode could not be determined. A follow-up MDR will be submitted if additional information is obtained. The site's system logs were reviewed for the reported procedure. Investigation revealed no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. No image or video clips for the reported event were submitted by the customer for review. This complaint is considered a reportable event due to the following conclusion: during a da vinci-assisted nsm procedure and after the wounds were closed, enlargement and increased drainage from the drain was observed. As a result and while the patient was still anesthetized, the surgeon elected to reopen the wound. A hematoma was identified and evacuated. Additionally, active bleeding and oozing was controlled with cauterization, and the application of clips and sutures. The causes of the operative complications are unknown.

Manufacturer narrative:
On 22-sep-2022, intuitive surgical, inc. (Isi) received the following additional information regarding the event. Post-operatively, the patient noticed a change in her right drain output to what she described as bloody. She was instructed to add compression and be evaluated in a local emergency department. At the time of her evaluation, no ongoing bleeding requiring intervention was appreciated. She was discharged without any interventions related to the change in the quality of her drain output as there was no continued enlarging of the breast, no bruising, and the drain output was not at a concerning volume. After returning home, no additional concerns were noted, so this was resolved on the day of the occurrence.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
On 10-sep-2022, the previously reported increasing bloody output (45cc) from the right drain and swelling of the right arm was noted by the patient at home and was treated with an ace wrap and monitoring after telephone discussion with the plastic surgeon on call. The patient later reported to the emergency department for further evaluation where another 30cc of drainage was observed. The bleeding had stopped with compression and upon exam the right breast was slightly larger and the drain had 20cc of frank blood. There was no obvious hematoma. At a subsequent clinic visit, the patient's hemoglobin was 8.8g/dl, down from from 10.4 g/dl postoperative. Due to an elevated white blood cell count of 13.8x10^9 cells/l and the blood around the tissue expander, an increased risk of infection was possible; thus cephalexin x7 days and continued compression were prescribed. No additional information was provided. The study physician classified the right breast hematoma and continued drainage to be possibly related to the robotic nipple sparing procedure and the reconstruction procedure, but not related to the da vinci xi surgical system, gelpoint or any underlying disease.